Event description:
We were notified in 2008, by a distributor that two pts were burned during leep procedures. The procedures occurred at hosp in another country. The same surgitron emc device was used on both pts. No additional info in the incidents were available. We asked to have the emc returned. Four months prior, medicare, initiated the process to return the emc. We again asked for details of the procedure and injuries. As of the time of filing this report, we have yet to receive details of the pt incidents. We received the emc in 2008.

Manufacturer narrative:
Upon eval of the emc generator, we found that the emc had been improperly modified by someone outside of ellman intl. Several critical electronic components had been replaced and the circuitry modified. As a result, the machine was not functioning properly and was sparking at low dial settings. We notified medicare that the proper method for repairing ellman generators is to send them back to the factory for repair.